Manufacturer narrative:
Concomitant products: product ID: 8590-1, product type: accessory. (B)(4).

Event description:
Additional information was received from the patient via a company representative on 06-oct-2015 and it was reported that the patient was having the pump explanted. The patient reported she was being overdosed and going through withdrawal several times. Approximately 8 months ago, she left her physician and began pain management with another physician. Then approximately 6 months ago, the new physician referred her to another physician for explant who requested that she be weaned off her medication prior to explanting the pump. During the conversation regarding her experience with the pump, the patient stated "it's a christian thing." When asked to explain what she meant by that, she stated that "god tells me every day to have this thing taken out because it is a foreign object." The pump was explanted. The catheter was tied off three separate times with multiple knots at each location in the patients pump pocket. Clear fluid was noted in the sutureless connector head, before being tied and trimmed off. The physician attempted to rem ove some of the dacron pouch per the patient's request, but stopped after a small portion was removed because of the increase in bleeding and trauma to the tissue. On interrogation of the pump, it read 19.7ml of medication was still in the pump. The physician agreed to have any remaining medication in the reservoir removed as the patient was requesting possession of the pump after hospital pathology was finished with their analysis. The scrub tech removed 0.5 ml of clear fluid from pump reservoir and attempted aspiration three additional times to remove any other fluid. The issue was not resolved at the time of the report. The patient status was reported as alive-no injury. The pump was delivering morphine (5mg/ml at 0.0307mg/day) and bupivacaine (10mg/ml at 0.061mg/day).

Manufacturer narrative:
Product ID 8578, serial# (B)(4), implanted: 2012 (B)(6); product type accessory product ID 8 731sc, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).

Event description:
In (B)(6) 2014, the pump had sufentanil in it. The patient was too groggy, so the sufentanil was turned down from 70% to 50% and the patient was better for about month. The pump was filled in (B)(6) 2014 and two days later the patient¿s excruciating pain returned. The physician increased the pump dose to 150% to get the patient pain relief. The physician then decreased the pump to 60% and he doubled the concentration of the sufentanil. The patient had a burning sensation on her spine where the catheter was located and the patient felt a lot of pressure around the pump. The patient¿s husband did not think that the pump was working right. The issues had started 3 months prior to this report. The patient had weak legs and she was having headaches. The patient was agitated and felt like she was going through withdrawals. The patient got some pain relief from the pump therapy, but not much. The physician was ¿decreasing the pump dose to prove that the pump works, the pain returns and the patient goes through withdrawal¿. The reporter later stated that the patient fell in (B)(6) 2014 on the curb and landed on her back and this was when the patient¿s issues started. The physician offered a catheter dye study on christmas eve day. The patient was tired of the pump issues and decided not to have the dye study. The patient had an appointment scheduled for (B)(6) 2015 to determine next steps. At the time of this report, the device system was delivering sufentanil, dilaudid, and morphine. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.